Manufacturer narrative:
E1: establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the pre-use inspection, an error occurred on the video system lamp. The intended procedure was completed using a replacement lamp. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused when the filament inside the lamp was checked, it was found that it was broken, and that this was causing a lamp error. It was not possible to identify the underlying cause of the filament breakage. Olympus will continue to monitor field performance for this device.